Manufacturer narrative:
Results: evaluation of the returned product revealed the unit powers up, but the pre-recorded message does not play, instead a clicking sound is heard. When the tone is selected and weight is off the sensor it plays as it should. There is battery leakage residue on the battery door and the flat contacts. (B)(4).

Event description:
Customer reported when the alarm is set to the voice and tone option, only the voice will play. The batteries have been replaced with a new supply. No visible damage was reported. The date when the issue was discovered is unknown. No patient incident or injury was reported.